Event description:
It was reported that a 6900p valve explanted after 69 months implant duration. The operative report stated "echo revealed critical prosthetic mitral stenosis with systemic pulmonary pressures and a dilated hypokinetic right heart...[the valve] was calcified and highly stenotic." The valve was replaced and the patient was subsequently brought to the intensive care unit in stable condition.

Manufacturer narrative:
Evaluation method: device evaluation anticipated, but not yet begun. Conclusion: device evaluation anticipated, but not yet begun. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
(B)(4). Evaluation summary: as received, approximately half of the sewing ring has been cut off exposing the silicone ring and the wireform along leaflets 1 and 2. The valve exhibited moderate calcification the cusp area of all three leaflets. Extrinsic calcification was detected at the free margins. Calcification was moderate to heavy at the free margin of leaflet 3 and heavy in the free margins of leaflets 1 and 2. Calcification restricted mobility in the leaflets and led to stenosis. Heavy host tissue overgrowth encroached onto the tissue outflow and into the orifice at the greatest point by approximately 6mm. Host tissue overgrowth fused the free margins of leaflets 2 and 3 at commissure 2 by approximately 3mm. Host tissue overgrowth was moderate to heavy at the stent inflow and heavy at the stent outflow. The x-ray demonstrated calcification. Evaluation: method: x-ray. Additional manufacturer narrative: evaluation confirmed the presence of calcification which caused the reported stenosis. However, the root cause of calcification cannot be conclusively determined. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Evaluation also confirmed the presence of fibrosis (host tissue). Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. It was reported that the device remained implanted for approximately 69 months. Based on the information available, there is no indication of a product quality deficiency during the manufacture of the device that may have contributed to this event. It is likely that patient factors such as age, immune status and other conditions contributed to the reported event.